Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), a patient's initial implant looked good with an implant depth of 80:20 (aortic/ventricular) and trivial paravalvular leak (pvl). The patient had steadily declined over the course of the past 6 months and a new tee showed there was moderate to severe pvl. Approximately, 1 year post implant the patient was brought to the or where an angiogram showed the valve had migrated ventricular to an implant depth of approximately 40:60 (aortic/ventricular) and appeared under expanded. The physician used a 24 mm true dilation balloon to expand the sapien in hopes of reducing the pvl. The post balloon angiogram and tee images showed a well expanded valve with trivial pvl. Even though the valve was very ventricular, the end result did not warrant implanting a second valve so the procedure was concluded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u and no IFU/training deficiencies were identified. The complaint for paravalvular leak and thv migrated were unable to be confirmed due to unavailability of procedure imagery. A review of the device history, lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported, "a patient's initial implant looked good with an implant depth of 80:20 (aortic/ventricular) and trivial paravalvular leak (pvl). A new tee after 6 months showed there was moderate to severe pvl. Approximately, 1 year post implant the patient was brought to the or where an angiogram showed the valve had migrated ventricular to an implant depth of approximately 40:60 (aortic/ventricular) and appeared under expanded. The physician used a 24 mm true dilation balloon to expand the sapien in hopes of reducing the pvl. The post balloon angiogram and tee images showed a well expanded valve with trivial pvl." Per the IFU, valve migration is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Improper valve position and deployment or insufficient anchoring between the valve may result in valve migration. In this case, it was observed through tee that the valve was not fully expanded which caused drifting of valve towards ventricle from 80:20 to 40:60 (a/v). Upon post dilatation using a 24 mm true dilation balloon, the pvl was reduced to trivial. As such, available information suggests that procedural factors (valve under expanded) may have contributed to the complaint event. However, a definitive root cause was unable to be determined . Additionally, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. In this case, the valve was migrated toward ventricle post implantation. Valve migration could prevent the pvl skirt from sealing against the target site (annulus), which could lead to paravalvular leak as reported. As such, available information suggests that procedural factors (thv migration) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.